Event description:
It was reported that when using the bd pyxis¿ medstation¿ es n2 station was printing unreadable or gibberish text. The device was showing as online in remote smart service. The customer attempted to restart the station; however, the printing issue persists.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: encompass health rehabilitation hospital of montgomery. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was printing gibberish. A field service engineer (fse) identified that the receipt printer was printing unreadable output and observed the issue as demonstrated by the customer. The fse accessed the system administration mode and inspected the printer, finding that the cable connected to the printer was stretched with excessive tension. The fse disconnected the printer from the docking board, reconnected the universal serial bus cable with reduced tension closer to the printer, and performed a print test. The fse then started the application and verified proper printing by generating reports, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.